Manufacturer narrative:
Investigation into this complaint included a quality data review. Investigation is summarized as follows: nonconformance (nc) / corrective and preventive action (CAPA) search a search of nc/CAPA records was performed for instances related to leaks outside of the system solutions drawer and/or leaks due to a faulty float reservoir sensor. The query identified two related records: the first is a CAPA investigation related to leakage that originated in the system solutions drawer. This investigation addressed system solutions drawer leakage that spread beneath or beyond the instrument footprint, which is a fall/slip hazard and a reportable event. It also identified reservoir float sensor failures as one of the root causes of the leak events. Therefore, this record is related to leaks that spread beneath or beyond the instrument's footprint, and to leaks due to a faulty float reservoir sensor. The second is a potential non-conformance (pncr) for a workmanship issue with gems reservoir lysis sensor resulting in a leak, which triggered a supplier corrective action request. Therefore, this record is related to leaks due to a faulty float reservoir sensor. The following corrective actions opened out of the above CAPA investigation have not been completed and/or not shown to be effective: action plan for leak containment within the system solution drawer has shown feasibility of the design improvement, however the implementation of the design change has been delayed. Supplier investigation for gems reservoir sensors failing to detect a full bottle of liquid has been completed and action plan has been implemented. However, there is no effectiveness check (ec) for this action plan, and there are failures of the sensor still reported from the field. Requirement not met: based on the two design deficiencies identified in the CAPA investigation (the system solutions drawer enclosure design, which includes six thru holes at the bottom, allowing liquid to escape and faulty reservoir sensors fail to detect a full bottle of liquid) and because these causes have not been mitigated at this time, in addition to team and management discussion, complaints associated with leaks from the system solutions drawer and complaints associated with leaks due to gems sensor will be dispositioned as "confirmed".

Manufacturer narrative:
Complaint will be elevated for investigation.

Event description:
The customer reported there was a leak on their alinity m system. It was confirmed that the leak reached the floor and extended to a walking surface. The output connection of the diluent and vapor barrier reservoirs was found to be dripping into the system solutions drawer. Personal protective equipment (ppe) was worn while cleaning the leak. It was confirmed that there was no injury or exposure associated with this leak. There was no patient involved as the leak was identified by the alinity m user. This incident is being reported to FDA because the incident occurred in italy using the alinity m system, list 8n53-02, which is also us FDA approved.